Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. There was no reported malfunction that occurred with the iabp. There has been no additional information provided at this time. If additional information is received, a supplemental report will be sent accordingly.

Event description:
The customer reported that during cs300 intra-aortic balloon pump (iabp) therapy, blood was pulsing back and forth in the helium tubing and the physician was contacted to remove the intra-aortic balloon (iab), which was done without incident. The customer has not alleged a malfunction of the iabp. The patient expired a couple days after the event, but the death is not related to the iabp. The date of death is unknown. A separate report will be submitted under (B)(4) for the involved balloon catheter.